Event description:
It has been reported to philips that the c-arm was tilted 120 degrees to the left front and could not be operated. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and found that the detector was over the limit. The fse adjusted the detector and calibrated the position. After that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. Fse confirmed that the c arm was stuck in the left front 120 degrees and not able to operate due to the potentiometer was out of range. Review of the system log file found that there was a beam propeller poslimit violation. Fse made a re-calibration of potentiometer and positioning. After re-calibration the system was returned to use in a good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.